Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise, which could be reproduced with pocket manipulation. The lead was oversensing artifacts, causing underpacing. This was resolved by reprogramming ventricular sensing from bipolar to unipolar tip. Proximal insulation damage was suspected.